Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Lot number provided 549616805 could not be verified; without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the pedicle probe was being advanced through the pedicle. Due to the extreme density of the patient's bone, the surgeon had to impact the pedicle probe with a mallet in order to advance it. While hammering on it, the metal end cap broke off and was retrieved without incident. A sterile ioban adhesive film was placed over the end of the probe to prevent possible infection. An alternative pedicle probe was used for the remainder of the procedure. There were no intra-operative delays or consequences resulting from the broken probe. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for the subject device lot (54941b05). The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was also performed for the subject device (part number 388.657, curved probe with palm handle, lot 54941b05). The subject device was received with the metal end cap broken off. Based on the findings of the DHR for the returned subject device as well as for the components for this device were reviewed and found complete with no irregularities. Based on the findings, this reported failure was not associated with any manufacturing processes at the facility. No manufacturing related issue was identified and/or confirmed. The exact cause of the complaint condition could not be determined and the complaint condition was, therefore, confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lot number was verified upon receipt of device and added to report. Lot number is verified as 549418b05. The subject device has been received and is currently in the evaluation process. A device history record review has been requested. Synthes manufacturer was identified upon receipt of subject device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.